Event description:
Customer reported via phone call to have received a button error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer refused to have insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.